Event description:
It was reported that the pt experienced increased pain. It was noted at the pt's pump refill session that two motor stalls occurred with recoveries noted in the event logs. Critical alarms were present. The second stall occurred on (B) (6) 2010 at 1309 and did not recover until the next day at 0628. Environmental contributors to the stall were ruled out. The pt had their pump replaced. The medication being delivered via the device system was not reported.

Manufacturer narrative:
(B) (4). The pump has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.